Manufacturer narrative:
Patient medications include aspirin, beta-blocker, and statin drug (unspecified). A review of the manufacturing records for the device verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the patient was implanted with aptus endostaples and an excluder® aortic extender component (pla320400/11104812) as part of a re-intervention to treat a type I endoleak. On (B)(6) 2015, angiographic images reportedly identified a persistent proximal type I endoleak. The cause of the endoleak was not known. On (B)(6) 2015, the patient was implanted with an additional aortic extender component. The endoleak was resolved, and the patient tolerated the procedure.